Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fridge that was unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a fridge that was unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.